Manufacturer narrative:
Device analysis: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a peripheral interventional treatment procedure, wire coating complications were encountered. During the procedure, the wire was advanced through a pilari needle; the outer coating of the wire peeled back and the inner core of the wire was exposed. At that time, the physician pulled everything out as one system and had to make a new stick in the femoral artery.